Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-23037. The pt reported after walking through a metal detector, he experienced a stabbing pain at the ipg site which caused him to urinate on himself. Since that time, he still experiences persistent pain at the ipg site which dissipates, but reoccurs. The pt turned his stimulation off after the incident and the next time he turned it on he felt overstimulation and discomfort. The pt has not used or charged his ipg since and is now without stimulation and is unable to communicate with or charge his ipg. The pt indicated he has suffered multiple fails. The pt has also lost (B)(6) and his ipg is now more superficial. X-rays were taken and no abnormalities were identified. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.